Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a check iab catheter alarm and blood was confirmed in the extension tubing. Because the patient's hemodynamics were unstable, the iab could not be removed so the operation was continued with only the replacement of the extension tube for the time being. The next day, the iab was replaced and therapy was continued. It was noted that blood had entered the iabp. After replacing the extension tubing, no blood withdrawal was observed. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report has been submitted for the cardiosave iabp used under mfg report number 2249723-2023-03354.

Manufacturer narrative:
Event site postal code: (B)(6). Initial reporter occupation: clinical engineer. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. Two kinks were observed on the catheter tubing approximately 73.4cm and 71.6cm from the iab tip. The extender tubing and three-way stopcock were also returned. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and a leak was observed on the catheter tubing approximately 25.1cm from iab tip. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a